Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the left popliteal. It was further reported that some time post stent placement the patient expired. The cause of death is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: a device deficiency was not reported, and the reason for the patient death was unknown. The sample/ images have not been provided. The relation of the product to the event was not known which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: the lot number/ product code was not reported and a physical sample was not returned. It was not known which stent product was involved. A review of a specific labeling was not performed. A deficiency was not alleged. A review of a specific labeling for a specific failure could not be performed. There was no indication that the labeling was inadequate.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the left popliteal. It was further reported that some time post stent placement the patient expired. The cause of death is unknown.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the left popliteal. It was further reported that some time post stent placement the patient expired. The cause of death is unknown.